Event description:
It was reported that an increase in thresholds and a decrease in r-waves were observed. Fluoro scan revealed that the lead had slightly perforated the ventricular wall. An attempt to reposition the lead was made, how ever, it was unsuccessful. Hence, the lead was explanted.